Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Products: 4592 implantable pacing lead 2009 (B)(6); 4193 implantable pacing lead 2009 (B)(6); (B)(4) implantable cardioverter defibrillator 2009 (B)(6). (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
An event was reported under the block hf clinical study and classified as noise on the atrial and ventricular leads and inappropriate device detection. The device and leads remain in use. No patient complications have been reported as a result of this event.